Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the right femoral artery. The 2.75x30mm, totally occluded and concentric lesion being treated was located in the non tortuous and non calcified mid right coronary artery. The doctor pre dilated the lesion with a 2.25x16mm non-bsc balloon. The doctor then used a taxus liberte 2.75x32mm stent delivery system (sds), but stent did not cross. He then dilated the lesion with the same balloon for a second time. Following the second inflation he used the same stent and during this process the proximal part of the stent got damaged, the strut was opened. The procedure was completed using an unspecified 2.75 x 32mm sds. No patient complications were reported and the patients' status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. Rows 1 to 3 at the proximal edge of the stent were raised distally to the stent. There was a kink observed in the lumen 105mm distal to the port. There were also kinks identified along the entire length of the hypotube shaft. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the right femoral artery. The 2.75x30mm, totally occluded and concentric lesion being treated was located in the non tortuous and non calcified mid right coronary artery. The doctor pre dilated the lesion with a 2.25x16mm non-bsc balloon. The doctor then used a taxus liberte 2.75x32mm stent delivery system (sds), but stent did not cross. He then dilated the lesion with the same balloon for a second time. Following the second inflation he used the same stent and during this process the proximal part of the stent got damaged, the strut was opened. The procedure was completed using an unspecified 2.75 x 32mm sds. No patient complications were reported and the patients' status is stable.